Event description:
It was reported by service report that the zoom drive is intermittent. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Stryker technician was not able to duplicate the issue. Replaced csi box by customer request.